Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had to be hospitalized via ambulance due to high blood glucose (bg) reaching up to 31.9 mmol/l (574.2 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient tried correcting with the pdm (personal diabetes manager) by delivering bolus but his glucose levels did not decrease. The patient did not have a second method to administer insulin, he was in a lot of pain, had to call 911 and was taken to a hospital that was too small to treat him. The patient was transferred to a second facility where he was provided with insulin to treat the hyperglycemia, monitored every hour for 24 hours testing his sugar levels and was sent for a stress test, the patient's wife mentioned that the high sugar levels caused an issue with the heart enzymes which required him to see the diabetic specialist and cardiologist. At the hospital it was determined that the pod was not delivering insulin. The patient was discharged on april 19 with lipitor (1 tablet a day) and aspirin on the side. The patient's wife stated that he has been wearing pods since then with no issues.